Event description:
It was reported that the pump had been turned off for an unspecified length of time and the battery had been depleted. When the pump was plugged into a power source, the pump beeped but did not turn on. The pump was still unresponsive, despite being plugged into a power source for over an hour. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.